Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Foreign matter is clogged in the nozzle. The origin of the foreign body was unable to be identified. No nozzle deformation or damage has been reported. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and the prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the gastrointestinal videoscope was returned to olympus based on field service inspection. The returned device was evaluated. An inspection at the repair center revealed clogging of the nozzle with foreign material of unknown origin. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
Upon follow up, the customer informed that they were not aware of the nozzle being clogged. There were few additional findings during device evaluation. The distal end lens glue was chipped and the distal end cover had scratch and dent. The adhesive of the bending section cover was separated and peeled off. The paint of the suction cylinder nut was peeled off. The universal cord had a scratch. The plug unit was cracked. The device exhibited low angulation and play of the angle knob was out of standard value. The air/water flow was insufficient and suction was weak. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.